Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that fluid leaking at the y site directly under the pump.

Manufacturer narrative:
One set was returned for investigation. He set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and flowed. No leakage was observed coming from the y-site below the pumping segment. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
No additional info.